Manufacturer narrative:
Device evaluated by MFR.: the product returned consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. The device was functionally tested however the device received an under-pressure alarm. There were not any severely kinked areas, so the device was dissected to find a broken hypotube. The hypotube damage was located 76.5cm from the tip. The devices pressure was not within the normal operating range. The pressure was 2.256kpsi which is below the minimum operating pressure of 7,000kpsi. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that device failed to effluent. The target lesion was located in the iliofemoral vein. An angiojet solent omni catheter was used for thrombectomy procedure. During the procedure, the device was stuck and failed to effluent. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a broken hypotube.